Event description:
It was reported that the lead was attempted, but not implanted, due to mechanical problems after several repositionings. There was no tissue in the screw, however, the screw did not work properly. Another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the helix disengaged from the helical channel. Blood/body fluid was noted on the distal conductor (not obstructed) and the helix mechanism. The full lead was returned and analyzed.